Event description:
A event has been received from a hemodialysis user facility. The report that was received from the facility reported that 1 1/2 hours into the dialysis treatment, the nurse had noticed blood leaking from arterial line and tiny air bubbles in the line at the saline "t" connection to the arterial chamber. Then it was reported that blood began to squirting out of the "t" connection and the saline line came apart from the arterial line at the "t" connector. The staff member clamped the line and the blood pump stopped and the patient was disconnected from the tubing set and placed on another machine with no further issues. The lot in question has been used frequently within the unit and no other incident has occurred. The estimated blood loss for this event was reported to be 300mls, with 250mls as a result of removing the circuit and 50mls attributed to the separation. Reportedly, the patient is fine. A sample is available for an evaluation.